Manufacturer narrative:
Returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. The shaft was kinked 28cm distal of the strain relief and a kink in the distal shaft 16cm proximal of the tip. Microscopic examination of the device revealed that there was a hole in the shaft at the kinked location of 28cm distal of the strain relief and that the hypotube was broken at the location of the kink 16cm proximal of the tip. The appearance of the separated ends of the hypotube were ovaled, indicating the hypotube was kinked prior to separation. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to prime and the check saline supply error was displayed on the console and the shaft was leaking at the kink/hole 28cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based off of analysis on 8, april 2019. It was reported that the device stopped and a leak occurred. An angiojet solent omni catheter was selected for a patient procedure for an acute thrombosis. The target lesions were the popliteal, femoral, and left iliac veins. After priming, the system stopped after thrombectomy mode ran for 5 seconds, there was visible damage in the form of a leak on the golden portion of the catheter. This occurred about 20cm near the y-valve. The catheter could no longer be used. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.